Event description:
New information received notes that no physician was involved and no patient consequences were noted. Device was neither implanted nor removed from its inner sterile packaging.

Event description:
It was reported that an insertable cardiac monitor was found to have prematurely depleted prior to clinical exposure. The device was not involved with a patient.